Event description:
Adverse event(s): "delayed procedure" (no code available). Product problem(s): "communication issue" (computer software issue). Technician reported that pt's right eye was prepped for prk and the laser did not accept treatment parameters sent from the laptop. System was re-booted and re-calibrated, to try to resolve concern. Technician called for support, and it was noted that the attempted treatment was not available in the treatment library, for which reason, the treatment could not be sent to laser. Surgeon changed treatment parameters after which the treatment parameters were successfully relayed from laptop to laser and the treatment was completed. Delay in treatment was 20 minutes. Pt post operative records have been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4)